Event description:
An aneurx stent graft system was implanted in a patient for treatment of a abdominal aortic aneurysm. Aneurysm size at the time of implant is unknown. The patient did not return for follow up appointments after stent graft implant. It was reported that approximately 28 months post stent graft implant, the stent graft was explanted from the patient. The CT demonstrated that the stent graft had migrated resulting in a type I endoleak. The physician elected to surgically convert the patient to a conventional stent. The stent graft was shipped, however the shipping company has lost the package containing the explant information and the explanted stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: migration, endoleak. Device not returned due to shipping company losing the package. Conclusion: aortic neck dilatation.